Manufacturer narrative:
A revision procedure was subsequently performed and the associated atrial ead was removed from service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. A boston scientific sales representative stated no system testing was performed and the physician was satisfied with the re-programming that was performed. The patient was instructed to follow up with his primary electro physiologist. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has an extended history of ventricular tachycardia (vt) and most recently presented to the hospital with a vt storm. The patient's medications had been recently adjusted which is suspected to be the cause of the vt storm. The arrhythmia continued during interrogation of the device. The rhythm broke; however, due to the redetection duration, two shocks were delivered during redetection. The patient was admitted to the hospital and was further stabilized. A review of the device data showed a long history of vt with many episodes self-terminating, some episodes broken with shocks and some therapy exhaustion. Device reprogramming and medication changes were made. Additionally, pacing impedance measurements on the atrial channel were less than 200 ohms and there was non-detection on the associated atrial lead was found to be non-functional. The device was re-programmed to vvi configuration. No adverse patient effects were reported.